Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland. Zip: (B)(6). E1: name: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set came off after short usage due to sweating event on (B)(6) 2026.